Event description:
Lack of insulin delivered during a prime. Lead screw clicks but customer is unable to see any insulin exiting. The customer has performed the test with three separate reservoirs and results were the same. Had customer performs a lead screw test with an empty reservoir and pump passed the test. The driver block slides freely with arms disengaged.